Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-00539. It was reported the patient underwent a trial procedure on (B)(6) 2017. The patient was hospitalized with an infection. The patient is on antibiotics for the infection and the trial leads were removed. Up information identified the patient has been discharged from the hospital and is doing better.